Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvic pain constant and severe") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 43-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5, miscarriage (born hearing impaired) in 1992 and miscarriage (born hearing impaired) in 1993. Previously administered products included for herpes: valtrex from 1999 to 2011. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as betaine, docusate sodium (colace) and iron. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), dental caries ("dental decay"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"). The patient was treated with antibiotics and surgery (hysterectomy with removal of coils). Essure was removed in march 2015. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved and the alopecia, dental caries, infection, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of her essure placement and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. On (B)(6) 2012, hysterosalpingogram showed total bilateral occlusion and healthcare provider told essure device appears to be appropriately positioned quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvic pain constant and severe") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 43-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5, miscarriage (born hearing impaired) in 1992 and miscarriage (born hearing impaired) in 1993. Previously administered products included for herpes: valtrex from 1999 to 2011. Concomitant products included medroxyprogesterone acetate (depo-provera) for prevention as well as betaine, docusate sodium (colace) and iron. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the first episode of dyspareunia ("dyspareunia"), alopecia ("hair loss"), dental caries ("dental decay"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with antibiotics and surgery (underwent hysterectomy and removal of coils). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and the last episode of dyspareunia had resolved and the infection, dysmenorrhoea, abdominal pain, alopecia, dental caries, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of her essure placement and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. On (B)(6) 2012, hysterosalpingogram showed total bilateral occlusion and healthcare provider told essure device appears to be appropriately positioned most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic information, lab data, relevant history, essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number and expiration date, start stop date, new events abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse) and heavy bleeding were added. The outcome of events dyspareunia, heavy bleeding and pelvic pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and dental caries ("dental decay"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infection, dysmenorrhoea, abdominal pain, dyspareunia, alopecia and dental caries outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for sterilization and reported adverse events including chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Chronic pelvic pain (cpp) and genital hemorrhage is highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and dental caries ("dental decay"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infection, dysmenorrhoea, abdominal pain, dyspareunia, alopecia and dental caries outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for sterilization and reported adverse events including chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Chronic pelvic pain (cpp) and genital hemorrhage is highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process